Event description:
It was reported to philips that the system's geometry was not functional and restarting, impacting geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The patient was moved to another room to complete the procedure. Philips field service engineer (fse) inspected the system onsite and confirmed that reported malfunction. After reviewing the log, fse found this issue was related to the detector shift and the table lateral amc drive. To resolve this issue, fse rebooted the system again for testing. After rebooting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.